Manufacturer narrative:
Per medical review - reportedly, lens was torn off in the injector during insertion, requiring intraoperative lens exchange. Incision was not enlarged and no other tissue damage was reported. Another lens of same model and diopter was implanted as a replacement. No reported postoperative sequelae. According to the report dated on (B)(6) 2015, the surgical technician stated that the cause of the lens damage was user error( loading).there was no reported problem with either injector or iol, therefore the event was not related to the device. (B)(4).

Event description:
The reporter stated that part of the aq2010v silicone three piece lens tore off in the injector as the surgeon was injecting it into the eye. The lens was partially inserted, removed and another same model/diopter lens was implanted without any patient injury. The reporter stated the event was the result of a loading error.

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. (B)(4).

Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Results: visual inspection of the returned lens showed a bent haptic and part of the optic was torn off and missing. There was a clear surgical residue on the lens. (B)(4).